Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The customer's mother stated that the insulin pump suspended by itself several times prior to the event. The customer's mother also reported that the glucometer was giving incorrect readings. The customer was not available at the time of the phone call to perform troubleshooting. It was advised that the customer revert to backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.